Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08oct2019. The service engineer (se) inspected the device. The se performed electrical safety test and found the high resistance values. The se removed and reconnected the ground wires for the proximal port and gas outlet port to the ground lugs and all tests passed.

Event description:
It was reported that the ventilator was failing the electrical safety test for high resistance on the gas outlet and proximal ports. There was no patient involvement.